Manufacturer narrative:
Additional information: h4.it was reported a revision surgery performed due to broken poly. The affected legion ps high flexion insert, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted that discoloration and material deformation were observed near the top of the insert post nd the post fragment itself. Wear patterns and discoloration were observed on the bearing regions of the device. Scratches and discoloration are seen on the distal surface, posterior and anterior surfaces of the device. The post fracture could have been caused by repeated impingement of the post and cam during flexion; however it is not certain that this was the root cause of this failure. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Thus no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery performed due to broken poly. No further information available.